Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that during the trial phase of the procedure, there was a possibility that the patient was carrying a (B)(6). The patient was administered antibiotics and was doing well after successfully completing the trial.